Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) displayed glucose values on the dexcom app while not showing readings on the ilet due to intermittent communication between the cgm and the ilet, which was resolved after restarting the ilet and reentering the pairing code. The user reported a glucose peak of 347 mg/dl with no associated symptoms. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by communication failure between the cgm and the ilet, associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.